Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and was able to locate a disconnection on the circuit of the oscillator. The circuit was reconnected. The unit performed to meet all manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator would not hold pressure. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.